Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep reseated the master control unit and the table side control unit and the cable connectors. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would not move the motorized arm. No pt injury was reported.